Manufacturer narrative:
Device investigation narrative - two curved ultra fast-fix assemblies were returned for evaluation. Visual assessment showed the depth limiters were trimmed to the surgeons desired length. One device was received with the split cannula on the insertion needle. No ts or suture were returned for examination. The trigger has been fully advanced and locked within each handle indicating a complete deployment. Dimensional assessment of each needles rail gap, dimple and crimp met print specifications. Without the return of the ts no root cause can be determined. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t2 implant pre-deployed from the ultra fast-fix curved device. The problem reportedly happened during implantation and t1 was removed. A backup was used to complete the procedure. A delay of less that 30 minutes was noted and no patient impact.